Event description:
After a successful deployment of a 23mm sapien valve, and during closure of the transaortic access site, the patient had an acute drop in blood pressure and blood welling up into the incision. A full sternotomy was performed, and an aortic root rupture was noted. Per the operative reports, access was gained into the aorta. During the procedure, the patient had some labile blood pressure as she had a small ventricle and very volume sensitive. Balloon aortic valvuloplasty (bav) was performed followed by valve deployment with rapid pacing. The valve sat quite well and there were no significant leaks post deployment. Several minutes later during closure of the chest, the physicians did see blood coming from the pericardium. The pericardium was opened, and in fact the patient had a pericardial effusion. Under echo, they did see a root hematoma, which over the next 30 minutes became an aortic dissection. This appeared to be a relationship to the stent to the annulus. Protamine was administered. After discussion with the family, the decision was made to proceed with conservative management for this frail (B)(6) female, as she would not tolerate a complete bypass run, a complete sternotomy, as well as a complete arch replacement. The patient was closed and sent back to the ICU. She expired shortly after.

Manufacturer narrative:
The device is not available for evaluation however there is no report of device malfunction. Per report, an autopsy is not being performed as she incurred a known complication of her surgery. The patient had acute on chronic heart failure secondary to valvular heart disease, severe aortic stenosis, hypertension, previous transient ischemic attack, and dual pacemaker. The edwards sapien transcatheter heart valve is not indicated for delivery via a transaortic approach; however, cardiovascular injury, including perforation or dissection of vessels which may require intervention, is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. According to the thv training manual, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, a 23 mm valve was placed in a reported 20 mm annulus, and therefore there was no valve over sizing present. According to echo performed to evaluate the aortic rupture, one of the findings was severely calcified aorta with severe atherosclerosis. It is unknown if the patient had obliterated sov. Although the root cause of the aortic rupture cannot be confirmed, it is likely that patient factors, i.e. Severely calcified aorta, contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.